Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery quickly depleted and after battery was fully charged, pump shut off unexpectedly, customer's blood glucose (bg) was 540 mg/dl and a correction bolus was delivered to address bg. Customer reverted to using an alternate method of insulin therapy.